Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported flow block error message during the patient side occlusion test on the lvp was not definitively identified during the customer call. However, after following the technical support recommendations and put the 8015 in maintenance mode first then connect to asm. Then biomed was able to perform the pm with no issue.

Event description:
It was reported that the device had flow block error when doing patient side occlusion. There was no patient involvement.

Manufacturer narrative:
Omit: a11 - computer software problem (1112), g02008 - computer software. Additional information: imdrf annex a, g codes per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had flow block error when doing patient side occlusion. There was no patient involvement.